Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not showing co2 readings on the monitor. The customer has sent the device in for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was not showing co2 readings on the monitor.